Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and the reported phenomenon was duplicated. Therefore, the user interface assembly will need to be replaced. No repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair. The device was returned unrepaired. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance, it was observed that the device has a dim display. It was reported there was no patient involvement at the time the issue was discovered. Investigation on going.

Manufacturer narrative:
(B)(6).